Manufacturer narrative:
B3: day of event is unknown. Device evaluation: one device was received. A visual inspection found a loose screw in the motor assembly. A review of the event history log found evidence of error code 41622. During the functional testing, the customer reported issue was able to be confirmed. A motor failure was observed. This was due to a loose screw found in the motor assembly. The loose screw was removed. Service history identified the complaint was not related to a previous service of the device within the review period. The pump passed testing following the repair.

Event description:
It was reported that the pump displayed error code 41622. Patient involvement is unknown.